Manufacturer narrative:
Findings: pump received with button error alarm and no button response due to corroded keypad traces. No moisture damage found inside the pump. Also received with cracked case at the display window corner, cracked reservoir tube lip and scratched lcd window.

Event description:
A customer reported via phone call indicating that they had issues with the keypad on their insulin pump. The customer's blood glucose level was 149 mg/dl at the time of the incident. The customer stated that the buttons do not respond. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.